Event description:
Follow-up revealed the patient got implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient has been unable to take sensor readings due to being hospitalized in relation to the lvad procedure. The patient has recently been discharged form the hospital.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient was hospitalized due to heart failure after a right heart catheterization was performed. Further details are unknown at this time.